Event description:
It was reported that due to inflation difficulties the patient had his inflatable penile prosthesis (ipp) removed and replaced. There were no patient symptoms associated with this complaint and the patient is recovering from this surgery. The ipp was explanted and a new device consisting of a 15cmx12mm cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Updated to include device analysis.

Manufacturer narrative:
Device has not returned for analysis.

Event description:
It was reported that due to inflation difficulties the patient had his inflatable penile prosthesis (ipp) removed and replaced. There were no patient symptoms associated with this complaint and the patient is recovering from this surgery. The ipp was explanted and a new device consisting of a 15cmx12mm cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to inflation difficulties the patient had his inflatable penile prosthesis (ipp) removed and replaced. There were no patient symptoms associated with this complaint and the patient is recovering from this surgery. The ipp was explanted and a new device consisting of a 15cmx12mm cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted.